Manufacturer narrative:
Correction: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. A review of the event history log revealed infusions with no abnormalities. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused amino acids during delivery. The bag ran dry with 7 ml remaining before the ramp down rate change. The patient received 1180 ml, whereas 1170 ml was supposed to infuse before ramp down. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.